Event description:
A review of service data detected a reportable event. During servicing, charger/modem sn (B)(4) was unable to power on. The last pt to use this charger did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device evaluation of battery charger sn (B)(4) has been completed. Upon eval, the charger would not power on. The root cause of the inability to power on could not be positively identified. No adverse event resulted from the defective battery charger. The last pt to use this battery charger did not report any problems.